Event description:
The system 7 single trigger rotary was returned to stryker instruments for evaluation due to allegedly finding an unknown substance on the black plate. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device repaired and returned.